Event description:
Additional information was received. A small valve moment on balloon was detected during valve deployment.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2017-02402 and 2015691-2017-02403 the delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection it was observed: there was extensive compression on the distal end of the flex shaft, there were gouges on the flex tip face, there was a twist observed on the crimp balloon (likely due to the used condition), and there was a break on the balloon shaft just distal to the stop sleeve. The ic bond was intact. During functional analysis, the balloon shaft was unable to be pulled back. The flex shaft was flushed and the inflation balloon inflated. This indicated that there was a leak/open fluid path on the balloon shaft as the balloon should only inflate when inflating through the balloon inflation port on the balloon shaft. The fine adjust function was tested and was able to be performed without any abnormalities. Upon disassembly of the device, a break on the balloon shaft distal to the stop sleeve was discovered. The device was disassembled and the components that aid in proper locking/unlocking of the balloon shaft (retaining ring, spring, piston, and pusher) were examined and were found to be properly assembled. Another balloon shaft was inserted into the handle and was able to be pulled to the warning marker without issue. In addition, the balloon shaft could be locked and unlocked without any abnormalities observed. The remaining handle components were visually examined and no abnormalities were observed. Visual, functional, and dimensional inspection of the returned device did not indicate a manufacturing non-conformance. Review of DHR, complaint history, lot history, and manufacturing mitigation's did not reveal any related manufacturing non-conformance's. CT images of the patient¿s anatomy showed the access vessels were severely tortuous. CT images of the valve alignment and deployment showed the valve was diving before and throughout valve alignment, curvature was present within the delivery system during alignment, the valve was diving into the flex tip, and the balloon was bunching against calcium in the annulus. The presence of balloon bunching and excess wire in the ventricle can lead to increased tension in the delivery system as indicated by the sharp curves present along the flex shaft. The images also showed only the distal end of the valve expanded during inflation in the annulus. The valve was then moved to the descending aorta and was inflated symmetrically. The complaint for difficulty with valve alignment was confirmed based on imagery review. The valve was seen diving before and throughout valve alignment, which can contribute to valve alignment difficulty. Per the training manual, the valve alignment is to be performed in a straight section of the descending aorta. Performing valve alignment in a non-straight section can lead to the valve diving into the flex tip, which can create increased tension in the system. Although the provided imagery shows the descending aorta appears fairly straight, the nose tip of the delivery system was seen bent at the arch, introducing some curvature in the delivery system. In addition, during the start of valve alignment, the valve was already seen diving into the flex tip. There is non-coxial alignment between the valve and delivery system, which could be caused if the delivery system was partially flexed or if the valve was not crimped properly. The training manual provides instructions on how to address the presence of valve diving. However, in this case, valve alignment was continued without correcting the valve diving. As a result, the valve diving appears to become more severe, and would likely contribute to the observed valve alignment difficulties. The compression on the distal end of the flex shaft and gouging on the flex tip face found during visual inspection of the returned device further support that valve diving was present. Available information suggests that the difficulty with valve alignment was likely due to procedural factors. The complaint for delivery system leakage was confirmed based on visual and functional inspection. The balloon was seen inflating during flushing of the flex shaft and a break was observed on the balloon shaft distal to the stop sleeve. However, dimensional and functional testing did not reveal a manufacturing non-conformance. Because there were no reports of device leakage during device prep or during balloon inflation in the procedure, the leakage found during visual and functional inspection likely occurred after valve deployment. Manipulation of the device during withdrawal or handling of the product during device return may have resulted in the observed balloon shaft damage. During functional evaluation, it was difficult to pull back on the balloon shaft, which could have been due to the returned condition of the device. The dried blood present on the device could have contributed to the observed resistance when pulling back the balloon shaft and subsequently leading to damage/separation on the shaft. Based on the available information, a definitive root cause for the delivery system leakage was unable to be determined. The complaint for valve movement on balloon was confirmed based on imagery review. Although the valve is seen about 3mm proximal to the distal marker before flex tip retraction, the valve was seen about 10 mm away from the distal marker after the flex tip was retracted, indicating valve movement. A pra has previously been initiated to assess and document the valve movement on balloon issue and its associated risks. Per the pra, tension has been identified as a contributing factor to the observed valve movement on balloon. Factors that can lead to the buildup of tension include residual fluid left in the balloon, tight vasculature, tortuous anatomy, and performing valve alignment in a non-straight section as it can lead to valve diving and compression of the flex shaft. Other procedural factors that could contribute to the observed valve movement on balloon include use of a non-perpendicular viewing angle while performing valve alignment, which can lead to incomplete valve alignment and fine adjustment while in the straight section of the aorta. Once the view is changed to visualize the native annulus, the valve would appear to no longer be properly aligned. Per the provided imagery, valve diving was seen throughout valve alignment and becomes more severe, which can add to tension in the device. In addition, when the valve was in the annulus, the balloon appeared bunched. The balloon was seen pushing against calcium, inhibiting the delivery system from entering the annulus, and leading to increased tension. In addition, excess wire was seen in the ventricle when preparing for valve deployment, which can create friction against the device. These factors can all contribute to high tension, which can be evidenced by the sharp curvature present along the flex shaft. Tension was also reported. Once the device was unlocked to retract the flex tip, the released tension could have then contributed to the observed valve movement. Based on the available information, a definitive root cause was unable to be determined. Review of complaint history revealed that the occurrence rate did not exceed control limits for the trend categories valve alignment difficulties and leakage. No labeling or IFU inadequacies have been identified. No corrective preventative actions are required at this time. A CAPA was initiated to document the investigation and drive corrective/preventive action for valve movement on balloon.

Manufacturer narrative:
Image review was performed by an edwards lifesciences physician proctor. Procedural cine was provided for review. Procedural cine: · heavily calcified annulus · horizontal aorta · bav x2, last bav with contrast injection · pt appears to be moving on the table · tip of delivery system touches and bends around aortic arch during valve alignment · valve diving and flex catheter buckling seen · as delivery system advances around the aortic arch, the ds appears to kink. Extreme diving seen. Appears to be too much wire in lv · undeployed valve across annulus shows that the distal marker is approx. 8mm from valve frame · ds balloon inflates distally because it is not centered on the valve and partially expands (only) the distal portion of valve. Balloon inflates completely causing valve to move aortic · partially deployed valve seen in descending aorta and deployed · valve not fully expanded as only proximal part of balloon is used for re-dilation · valve slides down ds catheter towards abdominal aorta · valve appears stable in abdominal aorta. Ds withdrawn · 3rd bav seen · no images provided of 2nd valve alignment. · 2nd valve now seen being pulled back into esheath. As undeployed valve is pulled to the esheath, the flex catheter is seen being withdrawn. Valve is now against distal end of esheath and valve alignment is being performed without the flex catheter in position · valve is seen diving into esheath · flex catheter advanced against valve. Flex catheter seen buckling · no images provided of complete valve alignment of 2nd valve · undeployed valve now seen across annulus; distal marker is approx. 6mm far from valve frame · ds balloon inflates, slightly expanding the distal portion of the valve and causing the valve to move aortic · ds balloon re-inflated again with valve not centered between markers, causing the valve to move aortic · 2nd valve now seen in abdominal aorta; undeployed · esheath on right side appears kinked · new sheath advanced in left femoral artery (appears to be an esheath) · 1st valve in abdominal aorta re-dilated with a balloon (looks like a coda) · 2nd valve now deployed within 1st valve (no images provided of deployment) · dissection/perforation seen at right common iliac artery · endograft seen in right iliac artery impression/recommendations: if tension is built up within the esheath or delivery system creating difficulties with valve alignment (valve diving, buckling), it is recommend to unlock the system to relieve tension and realign the valve. If tension persists and valve alignment is not possible, the entire system (esheath and delivery system with valve) should be withdrawn and a brand new esheath and ds should be used. Do not recommend deploying valve if not centered between balloon markers. Cause of asymmetrical expansion of valves is due to uneven expansion (distal portion expands first) as the valve is not centered between markers and working length of the balloon. It is recommended to lock the system with the flex catheter tip against the valve during withdraw into or at the esheath tip. Withdrawal should be gentle, without forcing the valve in order to avoid kinking of the system and complications of the delivery system diving. Valve alignment using distal end of esheath has never been suggested since this may cause damage to the unexpanded valve, esheath and vasculature.

Manufacturer narrative:
The investigation is ongoing. This is one of three manufacturer reports being submitted for this case. This event represents the first delivery system used in the case.

Event description:
As reported by our affiliates in (B)(6), during implant of a 29mm sapien 3 case in the aortic position, during gross alignment, there was difficulty aligning the valve on the delivery system balloon. There was extreme traction on the system and it was not possible to retract the balloon completely by manual manipulation. With the fine adjust, the valve was advanced slightly, but not completely aligned on the balloon. During valve deployment, it was observed on aortogram that only the ventricular part of the valve was opening. The valve was retracted into the thoracic abdominal aorta and deployed above the level of the renal arteries. New devices were used, however, there was again difficulty aligning the valve on the delivery system balloon. There was extreme traction on the system and the balloon cannot be pulled deeply enough under the valve. During an attempt to retract the valve into the sheath, the balloon more centrally placed under the valve and the whole system was advanced again. During valve deployment, it was again observed on aortogram that only the ventricular part of the valve was opening. The partially deployed valve was retracted to the descending aortic level. While attempting to retrieve the sheath, it was observed the device had torqued and kinked, causing a major bleed at the iliac/aortic level. The patient went into hypovolemic shock. An occlusion balloon was advanced via the left femoral artery and deployed at the abdominal aortic level, stabilizing the patient. A sheath was placed in the right femoral artery. A 28mm ptav balloon was advanced via the right femoral access to successfully deploy the 2nd valve at the level of the 1st valve. Two covered stents were implanted in the right iliac artery. The bleeding was stopped, the patient stabilized and the access vessel was successfully closed. Ten days post procedure the patient is still in the ICU and their outcome unsure. The patient¿s access vessel mld was 8mm and was moderately tortuosity. The valve alignment was attempted in a straight section of the aorta. There was a lot of tension experienced. Valve alignment and/or flex tip retraction was attempted multiple times to correct the issue. The system was not torqued or heavily manipulated. It was not possible to pull to the level of the warning marker.